Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly resulting in failure to determine atrial sensing was observed on the device. A sensing test was performed in clinic and the event was reproducible, but not resolved. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.